Event description:
Customer reports low blood symptoms with blood glucose result of 243 mg/dl taken at 10:10 on the advantage system. Paramedics were called, and blood glucose result on their meter at 10:30 was 38 mg/dl; customer was treated with glucose gel. Requested return of suspect device and replacement was sent.